Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezd1269 showed no other similar product complaint(s) from this lot number.

Event description:
As reported to by facility via medwatch, the patient had a PICC line placed in right arm. Patient had a history of dvt in the right arm and did develop dvt in that arm after 5 days. The PICC was pulled and the patient was placed on anticoagulation therapy without further complications.